Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving baclofen with a c concentration of ¿500 mcg/day¿ and a dose of 81 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient had a lack of therapeutic response and was relying on oral baclofen 60 mg/day. Walking was more difficult. Back pain was worse. Spasticity was worse. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. An MRI (magnetic resonance imaging) was done on (B)(6) 2017 and follow-up with the hcp would happen (B)(6) 2017. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of the lack of therapeutic response, back pain, and spasticity). Surgical intervention did not occur and it was unknown if it was planned. The patient¿s medical history included spinal cord injury. The patient weight was asked and would not be made available due to a legal/confidential reason. Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that surgery on (B)(6) 2017 for right l5 nerve root decompression, revision of intrathecal (it) catheter to relocate catheter placement, and removal of coflex device was done as actions/interventions taken to resolve the symptoms. It was noted that the patient was discharged on (B)(6) 2017. Baclofen was reduced to 75 mcg/day. The patient was doing well. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-feb-02. It was reported that the catheter migrated and was out of the spinal cord. When asked if the cause of the patient's symptoms or device issue was determined, it was indicated that the cause of the catheter migration was unknown. No further complications were reported or anticipated.